Event description:
Customer using accu-chek advantage system. Customer reports back to back testing on same meter within 5 minutes with results of 327 mg/dl and 104mg/dl. Location of testing was not provided. Customer did not treat based on results. No quality controls have been run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot# 549610, exp date# 04/30/2008.

Manufacturer narrative:
The suspect product is comfort curve test strips.